Manufacturer narrative:
As reported, two 5f mynx control vascular closure devices (vcds) were attempted to be inserted into a 5f non-cordis sheath, but they could not be inserted as the sealants were swollen before inserting into the sheath. Manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The sealant was only swollen, not exposed or deployed. The vcds were prepared and used in accordance with the instructions for use (IFU). The devices were used in a percutaneous coronary interventional (pci) procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx controls. There was no vessel tortuosity. There was no exposure of the sealant to body fluids. The devices were removed from the packaging per the IFU. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The sealant remained in its manufactured position, exposed and swelled as the sealant sleeve assembly showed evidence related to a frayed/torn condition directly related to the exposure of the sealant. Neither the syringe, nor the procedural sheath were returned with the device for this evaluation. Per dimensional analysis, the conditions observed with the device did not permit the measurement of the slit. Per functional analysis, the catheter sheath introducer (csi) introduction simulation was not possible due to the conditions of the device. Nevertheless, the deployment mechanism was tested by depressing both buttons, and it was observed that there was no issue present in the mechanism of the device. The reported events of ¿mynx control system-impeded¿ were confirmed through analysis of the returned devices since the insertion/withdraw test could not be executed due to the frayed/torn condition of the sealant sleeve assembly. Additionally, the reported events of ¿mynx control system-deployment difficulty-premature¿ were confirmed due to the condition of the exposed sealants from the frayed/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analyses, it is difficult to determine what factors may have contributed to the issues experienced. However, procedural/handling factors (such as excessive force applied during insertion or improper insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealants. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analyses, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, two 5f mynx control vascular closure device (vcd) were attempted to be inserted into a 5f non-cordis sheath sheath but could not be inserted, as the sealant was swollen before inserting into the sheath. Manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The sealant was only swollen not exposed or deployed. The vcds were prepared and used in accordance with IFU instructions. The devices were used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx controls. There was no vessel tortuosity. There was no exposure of the sealant to body fluids. The devices were removed from the packaging per the IFU. The devices are being returned for evaluation. Addendum: on the product evaluation of both devices the condition of the sealant sleeves caused exposure of the sealant.